Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout.

Manufacturer narrative:
The reported event of premature depletion was confirmed. The premature depletion was caused by high current drain found in an internal supply voltage node in an integrated circuit (u1), which caused accelerated battery depletion. Interrogation of the device revealed the device was above the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the high current draw. Telemetry, sensing, pacing, pli, hvli, patient notification, hv charging, hv delivery, hv shock impedance and hv dumping were tested and no anomaly was detected.